Manufacturer narrative:
Investigation summary: one sample was received. It came in a ziploc plastic bag. It has no packaging flow wrap. It has only 9ml of a solution, the rubber stopper is past the barrel retaining ring. It has tip cap. Ftir was performed by a laboratory. It was confirmed that the solution is saline. The identification of the foreign matter was not conclusive as no similar material was found in the library. Foreign matter is unknown. Based on the sample conditions it seems it was tampered. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer's indicated failure mode with the sample provided. This is the 1st complaint for lot # 9351508 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: undetermined. Foreign matter is unknown. Based on the sample conditions it seems it was tampered. Rationale: CAPA not required at this time.

Event description:
It was reported that the unopened bd posiflush¿ normal saline syringe had a piece of debris found floating in it before use. The following information was provided by the initial reporter: "I just retrieved an unopen flush with a piece of debris floating in the solution."